Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an infusion was set up with primary bag of normal saline 500 ml and a secondary bag 250 ml with an antibiotic. The set up from the pump had the secondary infusion with a 30 ml flush from the primary bag. The pump had run its volume and time for the secondary infusion. The 30 ml flush had started as expected. However there was approximately 50 ml still in the secondary IV bag. The information on patient involvement is unknown.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182).

Event description:
It was reported an infusion was set up with primary bag of normal saline 500 ml and a secondary bag 250 ml with an antibiotic. The set up from the pump had the secondary infusion with a 30 ml flush from the primary bag. The pump had run its volume and time for the secondary infusion. The 30 ml flush had started as expected. However there was approximately 50 ml still in the secondary IV bag. The information on patient involvement is unknown.